Manufacturer narrative:
According to the hospital there are no clinical consequences to be expected for the pt. Planned were 4 arc beams for a total of 1 fraction of 24 gy, for brain metastasis. The therapist began treating the first arc beam and noticed that the conical collimator was not in place and stopped treatment. Partial treatment was delivered (804 mu out of 1320 mu) for the first arc beam with a 5x5 field size setting w/o the planned 7.5 mm conical collimator in place. Error of use resulting in unintended pt treatment. No failure of the device was stated by the hospital. Root case: human error. Corrective and preventive actions: since: there is no indication of a quality or performance issue with the brainlab device, the brain lab device works according to specification, this issue has been recognized/identified as "human error" by brainlab, there are no corrective actions intended by brainlab at this point of time.

Event description:
Radiotherapy treatment of one pt was started w/o the planned, intended conical collimator mounted to the linear accelerator. Iplan rt dose was used to create the radiotherapy treatment plan. According to the hospital there are no clinical consequences to be expected for the pt.